Event description:
A pt reported blood glucose results of "107, 144, 207, and 204 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control were replaced.